Event description:
It was reported that during a da vinci hysterectomy procedure, the jaw arm cable broke and was sticking out on the fenestrated bipolar forceps instrument. There was no report of any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.